Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed due to 0 v. A review of the share logs was performed and was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss over an hour. The probable cause of the signal loss could not be determined. The reported event of a "pair new transmitter" message is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported.